Event description:
A facility reported the dermatome took a bad quality graft and a second graft site was required. Surgeon had to disassembly the blade and assembly it again during surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The dermatome was returned for evaluation: DHR - no abnormalities related to the reported failure. Failure analysis - the blades are to loose and it is recommended to replace the driveshaft housing ( oscillating pin assembly), which is bent slightly, to ensure the blades can be clipped properly and tightly onto the head assembly. It also occurred that the switch assembly must be cleaned and overhauled to make sure the device turns off after releasing it. The root cause is most likely mishandling of the product leading to damages. The driveshaft housing (oscillating pin assembly) was bent, which didn't allow the blades to be clipped onto the head assembly tightly enough for proper function.